Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic pneumonectomy, the tissue pad fell off but the fallen piece was retrieved and no pieces were left inside the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.